Manufacturer narrative:
A retrospective review of installed immucor galileo echo instrument service records was assessed on 24feb2016 by immucor technical departments, and it was identified that this collection of instruments were out of specification for the camera color level value. The specified value is 75 percent, but this collection of instruments were found to have a lower setting value.

Event description:
Following a retrospective review of installed immucor galileo echo instrument service records on 24feb2016, it was identified that this collection of instruments were out of specification for the camera color level value.